Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument had no clips in the tube, the red indicator was visible in the window and the instrument had been cycled through the end of application safety interlock. Disassembly of the instrument confirmed the firing handle had broken in a manner consistent with cycling through the end of application safety interlock. The interlock feature is designed to prevent the jaws from closing once all clips have been applied. In addition; two twisted clips were received. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the broken firing handle may occur if an attempt is made to cycle the handle after the safety interlock feature was engaged. Replication of the observed twisted clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a loading and firing issues. The clips were malformed. Surgery proceeded into a hemorrhagic surgery because the clips failed to stop bleeding. Another device was used to complete the procedure. No patient injury has been noted. There was no problem with the patient.